Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening and the device was underweight. A microscopic analysis was performed which identified a smooth opening on the anterior side. Based on the device analysis the final assessment is smooth opening due to smooth opening.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was additionally reported as capsular contracture, baker grade iii.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.